Manufacturer narrative:
Result: scale control board assembly.

Event description:
It was reported by service report that the bed scale does not work. No pt involvement or adverse consequences are reported.